Event description:
Customer was hospitalized for high blood sugar levels. It was indicated that prior to the event, the customer had diarrhea and was vomiting. The md was not sure what the cause of event. At the time of the call, the customer declined to troubleshoot the pump.